Event description:
A fragment of metal was reportedly visualized, during ureteroscopy, by the surgeon. The foreign body was thought to be from the scope. An attempt was made to grasp the piece with a forceps to no avail. It was left in the pt with the prospect it would be carried out in urine flow. Upon inspection of the device at the MFR's plant, no missing components were found.